Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that one week ago the pt had a head trauma. Following that event her hearing performance was intermittent. A full new external part was lent to her. This morning she informed the audiologist that she still experiences intermittencies and sometimes the ci does not work at all. Testing shows that the device has malfunctioned.